Manufacturer narrative:
1. The customer returns a photo, which shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052017 1-the products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4). Ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum. 3. As the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum after the puncture, observe for air and blood leakage at the stopper during blood collection. The sample cannot be returned, there is a photo. No green claim form required, a response to the complaint and a letter acknowledging receipt of the complaint required.